Manufacturer narrative:
Product complaint # (B)(4). Received user facility medwatch # (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How were the pieces of the reload retrieved from the patient's abdomen? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that while the surgeon was performing a robotic wedge resection the black reload disassembled and fell into patient abdomen. The procedure was delayed 20 minutes. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch r5813r. Investigation summary: the analysis results showed that one gst60t cartridge reload was returned with 20 double drivers and 3 single drivers missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from proximal end. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.